Event description:
A letter was received from the solicitors requesting dates of manufacture for trident, exeter and lfit products. No event description was provided. The letter indicates that the solicitor has been instructed to investigate a potential claim for damages for personal injury.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been no other events for the reported lot. Conclusions: the reported loosening of the shell could have possibly been caused by the patient fall and transverse acetabular fracture. However, the exact root cause of the event could not be determined because insufficient information was provided. Further information such as revision operative reports, clinical and past medical history, examination of explanted components and pathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
A letter was received from the solicitors requesting dates of manufacture for trident, exeter and lfit products. No event description was provided. The letter indicates that the solicitor has been instructed to investigate a potential claim for damages for personal injury. The letter indicates that the solicitor has been instructed to investigate a potential claim for damages for personal injury. A letter of claim from the solicitor reported: this (B)(6) female patient underwent a right thr on (B)(6) 2009 due to osteoarthritis and was discharged home, partially weight bearing with crutches on (B)(6) 2009. The patient complained of pain at the 6 week review on (B)(6) 2009 and also aching during a subsequent clinic follow up on (B)(6) 2009. During physiotherapy on (B)(6) 2010, the patient reported a stiff right hip since the thr. On (B)(6) 2011 - acupuncture was received for hip pain which did not help. Nerve conduction studies did not reveal any significant abnormalities. On (B)(6) 2015 - patient reported that she was unable to drive due to hip pain since the operation. On (B)(6) 2013 - physiotherapist recommended neuropathic medication due to progressive pain since the operation plus problems at work and with stairs and driving. (B)(6) 2015 - patient tripped at home and jarred right foot on step which resulted in a sharp pain in the right hip. Since then the patient has been unable to put weight through the foot. (B)(6) 2015 - a right transverse acetabular fracture was diagnosed which required revision surgery. (B)(6) 2015 - a first stage revision of the r thr was undertaken, and operative notes described extensive tissue reaction, possibly due to trunnion wear. No abductors attached to proximal femur. Caseous looking muscle and tissue around the hip, not bleeding and not contracting. Black fluid reported from trunnion wear. No significant wear to acetabulum polyethylene. Cup loose. Transverse fracture through mid portion of the socket, mobile, reasonable bone stock. Acetabular bone visible which was bleeding when drilled. Stem was fixed well distally proximal femur non-viable to level of lesser trochanter (crumbling, non-bleeding bone) all of the components were explanted and the proximal femur was excised to the level of the lesser trochanter. On (B)(6) 2015 - a second stage revision involving a right proximal femoral replacement. Metallosis reaction was found on the hip - all components removed. Post operative metal ion levels were raised.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 623-10-36e, trident 10° x3 insert 36mm ID, lot code: 30805801; cat. No.: 6020-0335, accolade tmzf hip stem #3, lot code: 30418403; cat. No.: 6260-9-036, v40 cocr lfit head 36mm/-5, lot code: mhjh8v. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.